Manufacturer narrative:
(B)(4). Results: (dissection). (Occlusion, stent graft misplacement, removal difficulties). (Peripheral disease). Conclusions: (stent graft misplacement). (Peripheral disease).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a type b dissection, from the descending aorta to the celiac artery, approx one month ago. The pt had a surgical repair of a dissection in the ascending arch approx three years ago. The aneurysm diameter was not reported. The vessel morphology was reported as moderate calcification and mild tortuosity. The pt has severe peripheral disease (the right leg was amputated below the knee, the left foot was amputated, and the pt's left leg could not be extended during the procedure). It was reported that the pt presented emergently with leg pain. Currently, the pt is not an open surgical repair candidate. Two stent grafts were implanted ((B)(4) and (B)(4)) without issue. The third device ((B)(4)) was implanted in the pt with an intended landing at the bare springs of the stent graft, covering the celiac artery. During the removal of the delivery catheter of this distal stent graft, the nose cone caught on its own bare springs and telescoped the stent graft down covering the celiac and sma arteries and inverted the proximal portion of the stent graft. The physician pushed the stent graft up to the intended landing zone (uncovering the celiac and sma arteries), but the stent graft remained inverted. The physician inserted a balloon inside of the device and reopened the stent graft enough to implant another MFR's 42 mm stent graft. No additional clinical sequelae were reported and the pt is fine.